Event description:
Customer reports that he tested on the device and received results of 50mg/dl and 118mg/dl within minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.